Manufacturer narrative:
Corrected information: g3 (for manufacturer report number 2184149-2020-00173 should have been (B)(6) 2021), h7.

Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device the connectors, display, and labels were free of physical damage. Physical damage was observed on the display chassis due to an undetermined event. The generator was powered on and the generator successfully booted to the menu application. The field reported event was confirmed as internal inspection identified a thermal event on the rf control board. The root cause was isolated to the rf control board. No functional testing was performed due to the condition the generator was returned. During further analysis, the root cause of the event was isolated to a thermal event located at a capacitor on the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. The product passed all manufacturing and inspection criteria at the time of manufacture. The field reported event was confirmed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the rf control board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, when the generator was turned on the screen remained blank, a burning smell was noted, and visible smoke was noted. The generator was started a second time and the temperature could not increase over 37 degrees celsius. There was no patient involved at the time of the event. There were no adverse consequences to the user.